Event description:
The customer reported that during a pancreatectomy and splenectomy procedure, the device did not seal properly. An endtone was heard, indicating a completed seal cycle, but bleeding was observed. There was no injury to the patient. Another ligasure was used to complete the case.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.